Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hemi hip was originally revised (B)(6) 2019 due to dislocation. Surgeon removed the head and sleeve and converted to a total hip with mdm. Update 12/april/2019: rep provided implant sheets from the primary and revision surgeries, and reported that no further information will be available.